Event description:
It was reported that after a surgery the patient¿s face ¿drawed¿ and everything. The patient got the implantable neurostimulator set too high and it was really uncomfortable. The patient may have had a stroke, but it was unclear based on the reported information. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).